Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for coniochaeta mutabilis(the number of microbe is unknown). In addition, it was found that the subject device had been reprocessed with an olympus automated endoscope reprocessor model, etd3 and minietd2 (not available in the USA), using peracetic acid. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) received the subject device in disassembled condition. (B)(4) evaluated the parts of the subject device and confirmed as follows; the nozzle was missing. The object lens and the light guide lens were cracked. The light guide fiber bandle was broken. The distal end cover was partially missing. The insertion tube was extremely buckled. There were deposits on the air/water cylinder. The air/water cylinder and the suction cylinder were worn. The up/down angulation control knob was damaged. The electrical contacts of the endoscope connector had contact damaged and impact points. - the suction connector of the endoscope connector had corrosion. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. After the additional microbiological testing, (B)(4) evaluated the subject device and confirmed that the following. -there were scratches on the object lens and light guide lens, -the suction cylinder and air/water cylinder were worn out. -the distal end cap was missing. -insertion tube was extreme buckled. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.